Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not work on battery. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer replaced the battery to address the reported problem.